Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the product analysis lab (pal). An internal/external inspection was performed and the device passed, along with all of the functional testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During the evaluation, liquid residue was found on the lower section of the switch rocker and inside the lower housing seam. The product did not pass the earth leakage step. The direct cause of the reported problem was found to be a fluid damaged power switch. The digital board and power switch with bezel was to be scrapped and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed the earth leakage current test. No additional information is available.